Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronic assembly noted. The moisture damage on motor assembly noted. There was no moisture inside reservoir tube noted. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test, due to blank display. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer conducted set and reservoir change, but the customer noticed it took longer than usual to prime the reservoir and infusion set. It was reported that the customer woke up with high blood glucose level of 540mg/dl. It was reported that the customer inspected the device and notice a split on the reservoir which caused insulin to leak into the reservoir compartment. It was reported that the customer has been treating with the pump and dropped the levels to 270mg/dl. Troubleshoot was reported to have been conducted. It was reported that the pump passed self-test and seemed to be operating normally. It was reported that the pump would be replaced and returned for analysis per the customer's request. It was reported that the customer was advised to call back if issues with blood glucose level continue.